Manufacturer narrative:
Based on the treatment data, the overfill amount did not meet the threshold of 180% and is therefore not a reportable malfunction.

Event description:
A peritoneal dialysis patient's contact reported that the cycler will intermittently not power on and will intermittently also power off during treatment. In addition, the patient is not draining entirely and is experiencing discomfort and fullness. The patient is experiencing soreness on the left side of the body. There is reported iipv (increased intraperitoneal volume) of 180%. During a follow up phone call, the patient's nurse reported that once the patient had the catheter placement manipulated, the patient has been successfully completing treatments. The patient was initially prescribed to do 2000 ml x5 exchanges, but the prescription was decreased on (B)(6) 2017 to 1800 ml x 5 exchanges. The nurse denied any signs or symptoms of shortness of breath, swelling, weight gain, migration of peritoneal dialysis fluid to lungs and fluid overload.

Event description:
A peritoneal dialysis patient's contact reported that the cycler will intermittently not power on and will intermittently also power off during treatment. In addition, the patient is not draining entirely and is experiencing discomfort and fullness. The patient is experiencing soreness on the left side of the body. There is reported iipv (increased intraperitoneal volume) of 180%. During a follow up phone call, the patient's nurse reported that once the patient had the catheter placement manipulated, the patient has been successfully completing treatments. The patient was initially prescribed to do 2000 ml x5 exchanges, but the prescription was decreased on 17/aug/2017 to 1800 ml x 5 exchanges. Pdrn denied any signs or symptoms of shortness of breath, swelling, weight gain, migration of pd fluid to lungs and fluid overload.

Manufacturer narrative:
Corrective data: initial: patient date of birth entered. Follow up 1: if follow up, what type?: should be selected as device evaluation. Follow up 2: date rec'd: should be entered as 03/15/2018.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler will intermittently not power on and will intermittently also power off during treatment. In addition, the patient is not draining entirely and is experiencing discomfort and fullness. The patient is experiencing soreness on the left side of the body. There is reported iipv (increased intraperitoneal volume) of 180%. During a follow up phone call, the patient's nurse reported that once the patient had the catheter placement manipulated, the patient has been successfully completing treatments. The patient was initially prescribed to do 2000 ml x5 exchanges, but the prescription was decreased on 17/aug/2017 to 1800 ml x 5 exchanges. Pdrn denied any signs or symptoms of shortness of breath, swelling, weight gain, migration of pd fluid to lungs and fluid overload.

Manufacturer narrative:
Corrective data: amendment to device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the cycler will intermittently not power on and will intermittently also power off during treatment. In addition, the patient is not draining entirely and is experiencing discomfort and fullness. The patient is experiencing soreness on the left side of the body. There is reported iipv (increased intraperitoneal volume) of 180%. During a follow up phone call, the patient's nurse reported that once the patient had the catheter placement manipulated, the patient has been successfully completing treatments. The patient was initially prescribed to do 2000 ml x5 exchanges, but the prescription was decreased on 17/aug/2017 to 1800 ml x 5 exchanges. Pdrn denied any signs or symptoms of shortness of breath, swelling, weight gain, migration of pd fluid to lungs and fluid overload.

Manufacturer narrative:
Device evaluation: an investigation of the cycler was not performed. A serial number search found no complaint issues with the same symptom code within 90 days of the notified date.

Event description:
A peritoneal dialysis patient's contact reported that the cycler will intermittently not power on and will intermittently also power off during treatment. In addition, the patient is not draining entirely and is experiencing discomfort and fullness. The patient is experiencing soreness on the left side of the body. There is reported iipv (increased intraperitoneal volume) of 180%. During a follow up phone call, the patient's nurse reported that once the patient had the catheter placement manipulated, the patient has been successfully completing treatments. The patient was initially prescribed to do 2000 ml x5 exchanges, but the prescription was decreased on (B)(6) 2017 to 1800 ml x 5 exchanges. Pdrn denied any signs or symptoms of shortness of breath, swelling, weight gain, migration of pd fluid to lungs and fluid overload.